Event description:
It was reported that (1) lcsb5 was used during a lap nissen fundoplication procedure. It was reported by the rep that the device was used without any problems for a significant portion of the case. A solid tone was heard from the generator. A second blade was opened and used to complete the case. There was no consequence to pt.